Manufacturer narrative:
(B)(4). MFR evaluation / investigation pending product return.

Event description:
Originally reported to (B)(4), pt self-tester reports: protime system inr results between 4.0, two days later unspecified lab system inr result 10.0. Pt was administered vitamin k. Pt therapeutic range 2.5 - 3.5 inr.